Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number reported by the customer was not a valid lot number. The sample is not available for investigation. Based on the customer complaint description, the concha product involved was an (B)(4). This product is not designed to be used in high flow nasal cannula therapy. The correct product is the concha smart column that is included in the comfort flo kit. The pediatric columns when working properly will flood when used incorrectly for high flow nasal cannula therapy.

Event description:
The customer alleges that the infant had been intubated and was assisted humid ventilation. At some point clinicians noticed water bubbling out of the top of the column, running down the breathing circuit and into the et tube and eventually into the infant's lungs. The infant had to be treated for water inhalation to the lungs, but no harmful, lasting effects were reported.